Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reported that the device was revised as a blockage was suspected.

Manufacturer narrative:
Upon completion of the investigation it was noted that a blockage reported by the customer could not be confirmed. In addition, the catheters were irrigated and the flow was normal as well. It was however noted that the device failed the programming test as the cam mechanism moved slightly. When tested for pressure the valve failed over flow, and when tested for reflux the device failed as well. Biological debris was seen throughout the device, which appears to be the root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specification prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.